Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported that the patient stated the pump was ¿overdosing her¿ and has overdosed her twice. The pump off was authorized by the physician and the pump would be shut off today. No further complications were reported or anticipated.

Manufacturer narrative:
The type of report was updated from previously being a reportable malfunction to now a reportable serious injury regarding additional information received. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. A dye study was attempted on (B)(6) 2019, but they were unable to aspirate the catheter. A catheter replacement was being scheduled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. The cause of the volume discrepancy was due to a kink in the catheter. A dye study had been performed on (B)(6) 2019. It was noted that the patient would be scheduled for surgery to resolve the issue. The patient¿s weight at the time of the event was provided.

Manufacturer narrative:
Concomitant medical products: product ID 8731 lot# serial# (B)(4) implanted: (B)(6) 2005 explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from am hcp via a manufacturer representative on 2019-apr-25. It was reported that the catheter revision occurred on (B)(6) 2019 because the hcp thought the catheter was clogged. The hcp thought that maybe some drug was reaching the intrathecal (it) space with the catheter. The hcp did not trim anything off during the revision so there was 114.3cm implanted and they primed the catheter. The hcp chose not to change the it dose at the revision. The programming was confirmed as correct. At midnighton (B)(6) 2019 the patient was already at home and had maybe taken other drugs. The patient became lethargic and very sleepy, so the patient went to the emergency department (ed). At the ed they decreased the daily dose to 4mg/day for the primary drug and administered narcan. The change in therapy/symptoms was considered sudden. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), ubd: 29-sep-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving an unknown drug of unknown concentration at an unknown dose rate via an implantable pump for spinal pain. It was reported that 17 ml of drug was withdrawn from the pump when 4 ml was expected. The date of event was described as (B)(6) 2019. The date (B)(6) 2019 is considered an approximate date of event (month and year known only). Regarding environmental/external/patient factors that may have led or contributed to the issue, it was indicated that there were none reported. A dye study was being scheduled. No surgical intervention occurred and no surgical intervention was planned. The issue was noted as having been resolved at the time of the report. Other medications (oral, etc.) The patient was taking at the time of the event were unable to be obtained. It was indicated that the healthcare provider had no further information regarding the event. The patient¿s weight and medical history were noted as having been requested but were unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.